Event description:
Device 1 of 2. Reference MFR. Report # 3006705815-2019-00098. It was reported that the scs trial patient suffered possible cerebrovascular accident on (B)(6) 2018. Reportedly, patient felt leg and facial numbness and was rushed to the hospital. Physician did not believe it was related to the procedure. Reportedly, patient passed on (B)(6) 2019.